Event description:
It was reported that the patients ipg was dead and underwent a replacement procedure. The explanted ipg was kept by medical facility.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.